Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a temporary fault in the helium gas. There was no patient injury or adverse event reported.

Manufacturer narrative:
A getinge representative has advised that the reported issue was not duplicated. The batteries, and safety disk were replaced as part routine maintenance and a 2500 hr preventative maintenance kit was also used to complete the preventative maintenance. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information. The full event site address is: (B)(6).

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a temporary fault in the helium gas. There was no patient injury or adverse event reported.